Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (300 mcg/ml at 148.68 mcg/day), bupivacaine (7.5 mg/ml at 3.7151 mg/day), and morphine (20 mg/ml at 9.907 mg/day) via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. On 17-aug-2016 it was reported that the pump logs were read and revealed the following messages dated (B)(6) 2016: reset occurred, reset occurred - low battery, and pump in safe state. The patient had symptoms of lethargy and abdominal pain. The symptoms had come on suddenly. The patient reported hearing a pump alarm and was in the hospital at the time due to the abdominal pain. No MRI or CT was done. Additional information was received on 23-aug-2016 from healthcare professionals. Per one hcp, the patient's hospitalization due to the abdominal pain was related to the device issue. The pump failed as revealed via interrogation. The patient also experienced seizures related to the pump failure. The low battery/safe state issue was not resolved. Per another hcp, when the patient "gave herself a bolus the pump went into safe mode and the patient started seizing, went on a ventilator, became paralyzed, and knocked on death's door". Per this reporter, the pump never alarmed. Additional information was received on 29-aug-2016 from another hcp and it was reported that they were now hearing the critical alarm and they did not before. The patient was at home at the time of this report. The pump was going to be replaced. The logs showed no other resets since (B)(6) 2016.

Event description:
Additional information received from a consumer reported the patient had high blood pressure and dangerously low battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.